Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis and a virus. The customer's blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. When the infusion set was removed from the customer's body, the cannula was found to be bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.